Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the office, the lead was discovered to have dislodged. During the lead revision, the helix could not be extended from the lead in place. The lead was explanted and replaced instead. The patient condition is stable.